Manufacturer narrative:
Investigation results: the investigation was completed, and the reported problem can not be reproduced. The device performed to electrical product specification. A lot history record review cannot be performed because the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device stopped working. It would not cauterize and seems like there was not power delivery. A replaced device was used to complete the procedure. There was no pt complication reported by the hospital.